Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the device and this right atrial (ra) lead exhibited ongoing oversensing that resulted in inappropriate atrial tachy response (atr) mode switches. Review of stored device memory noted a high out of range ra pacing impedance measurement greater than 2,000 ohms from 8 months ago. No additional out of range ra pacing impedance measurements were observed. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported. This product remains implanted and in service.